Event description:
The following has been reported: we have a pump that has caught fire [tonight] at the operating room in room 9, discovered this morning the pump was not in use, switched off, connected to the mains, no patient connected, no mediation running, no syringe installed. Mains socket tested : 236,5 volt. Last maintenance 3/3/2021 performed by a fresenius kabi fse on location reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.